Event description:
It was reported that a lead anomaly was observed on x-ray. The lead was explanted.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.1-13.6cm and 11.0-13.5cm from the distal tip. The etfe coating was damaged during the surgical explant procedure at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.2-21.3cm from the distal tip. The svc shock coil was melted and had damaged filars and the rv conductor were noted to be melted/separated at this location.